Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed a small split on the proximal tip of the groshong catheter tubing. No details of the split could be discerned in the photograph. Blood residue was observed on the surfaces surrounding the returned sample. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the split. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during extension tube insertion after puncture, a tear was discovered at the catheter tip. The catheter was subsequently replaced and reinserted. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.